Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The devices shaft showed 1 fracture located 22.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 11oct2021. It was reported that the microcatheter was kinked and unable to deliver coil. The target lesion was located in the arteriovenous fistula. A direxion catheter-infusion was selected for use. During the procedure, the device was advanced and upon deployment, it was noted that the microcatheter was kinked and unable to deliver the coil. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that the shaft was fractured.